Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs), alleging that his onetouch verio2 meter displayed an inaccurately high result compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained following a review of the call by medical surveillance. The patient claimed that the meter was reading inaccurately at 4:36am on (B)(6) 2017, when an alleged inaccurately high blood glucose result of ¿25 mg/dl¿ was obtained on the subject meter. The patient, who has had diabetes since 1970, checks his blood glucose levels 10-12 times per day and manages the condition with humalog and lantus insulins, both of which he self-adjusts using a sliding scale. He reported that on the previous evening his blood glucose level had been normal and he had taken his insulin as usual. Prior to the result being obtained on the subject meter, the patient reported that he had fallen out of bed and was found by his wife to be ¿unconscious and unresponsive¿ and in a ¿coma¿. He indicated that his wife phoned the emergency medical services and the fire department were first to arrive at the house. He reported that a blood glucose result of ¿15 mg/dl¿ was obtained on the fire department¿s meter within 10 minutes of the result on the subject meter. He indicated that the emt arrived about 2 minutes later and he was treated with IV glucose by members of the team. At the time of troubleshooting, the cca noted that the subject meter was set to the correct unit of measure. The patient described the correct test steps and indicated that an approved sample site had been used to obtain the blood samples. The cca noted that the patient¿s test strips were within expiry date, had been stored correctly and the test strip vial was not cracked or broken. The patient did not have control solution to test the meter and test strips. The patient¿s products were requested back for investigation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event, after the alleged product issue began.